Event description:
New information notes that the right ventricular (rv) lead was capped and replaced on (B)(6) 2024 due to noise oversensing. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, the right ventricular (rv) lead exhibited noise. The patient then presented in the clinic and noise oversensing was confirmed by isometrics when the patient crossed their arms. No intervention was performed. The patient was in stable condition.